Manufacturer narrative:
One used unknown, ICU medical bifurcated connector bag spike adapter with two claves set connected to an used unknown, fresenius kabi chlorure de sodium fresenius 0,9% kabipac 100 ml bottle, an used extension tubing with filter and a used, chlorure de sodium fresnius 0,9% fresenius kabi freeflex 100 ml intravenous bag with nivolumab as received no physical damage or anomalies were observed. As received the sample was tested with all the returned mating device and no flow restriction, occlusion or anomalies were found. Complaint of set generate proximal occlusion cannot be confirmed or replicate, without the returned used pump. A device history lot # review could not be conducted because no lot number(s) was/were identified. Updated information in d1 and d4.

Manufacturer narrative:
The device is reported to be available for evaluation, however, it has not yet been received.

Event description:
The event involved 45 cm (18") appx 5.7 ml, pur yellow transfer set w/clave®, 0.2 micron filter, check valve w/luer lock, filter cap where the customer reported that the pump indicates occlusion even though there is still product in the tubing filter of nivolumab; the medication could not pass through. The customer stated that the incident occurred during the administration of the medication, at the end of the infusion while the patient was still connected to the device. The patient did not receive the intended dose; the health condition of the patient was stable, and no harm was reported as a consequence of the event. There were no defects with the device prior of the incident, no foreign body in the tubing, there was no problem with the infusion pump, the infusion pump used was an agilia fresenius kabi pump.